Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc o2 bi71000522 2fuse 15a 250vfast, serial/lot: n/a. Product ID: kit svc o2 bi71000522 2fuse 15a 250vfast, serial/lot: n/a. A medtronic representative went to the site to perform a system check out and they replaced the 2 input fuses on the mvs. The fuses went bad after the imaging system was plugged into the same outlet. The system checkout was passed after the fuses were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used after a procedure. It was reported that the mobile viewing station(mvs) had blown fuses. There is no patient involvement.